Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10) getinge r&d received the pump console and inserted into a cardiosave cart (s/n (B)(6) ) several times and additional resistance between the pump console and cart was observed. The slower the pump console was inserted, the more the resistance was felt. However, the additional resistance did not prevent the pump console from fully engaging the cart. The pump console was able to fully engage the cart interface connections without any functional disruption. R&d then used an older pump console (s/n (B)(6) ) and inserted into the cardiosave cart (s/n (B)(6) ) and similar resistance was observed. The pump console (s/n (B)(6) ) was inserted into an older cart (s/n (B)(6) ) and less resistance was observed. Based on these observations, getinge r&d determined that the cart was the cause of the additional resistance. The uhmw tape (located on the floor of the cart chassis) thickness was measured on the cart from s/n (B)(6) . The tape thickness (including adhesive) measured approximately 0.034¿. The specification for the total thickness of the uhmw tape is 0.017¿ +/- 0.005¿. Based on this investigation, the extra thickness of the tape is causing the pump console to sit slightly higher in the cart, which allowed the handle, and top cover plastics of the pump console to rub against the cart components. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during incoming inspection process, the docking station cardiosave intra-aortic balloon pump (iabp) is very difficult and cannot be repaired. There was no patient involvement, and no adverse event reported.